Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the basic evaluation procedure was never done because the doctor had a hard time placing the leads. The patient also mentioned that they had a lot of bruising and soreness. The patient mentioned they would be started the advanced evaluation on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3531,serial# unknown, product type: external neurostimulator. Product ID: 3057, lot# unknown, product type: screening device removed conclusion code as it no longer applies. This event was also reported under manufacturer report 3007566237-2017-03962. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had arthritis in the joints that were used which caused the hard time placing the leads. It was not a device issue; they were unable to do it due to the patient's condition.